Event description:
It was reported via a trial that during advancement of the xact stent delivery system in the left common carotid artery, a non-abbott guide catheter moved back into the aorta. This pulled the emboshield nav 6 embolic protection device (epd) into the common carotid artery. The epd was removed and another epd was used successfully. There was no adverse patient sequela. Though requested there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use (IFU) provides the following precautions: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the case description, the filter migration appears to be related to lack of guide catheter support during advancement of the xact stent system. In this case, the reported migration appears to be related to case circumstances and/or use technique and there is no indication to suggest a product deficiency. Review of the device lot history record revealed no findings relevant to this event.